Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the non-tortuous, 2.5mm diameter unknown vessel. The lesion was not predilated and a 2.50 x 16 mm taxus express2 drug eluting stent was advanced to the lesion. The taxus stent, however, was unable to cross the lesion. Upon removal the taxus stent appeared lifted from the delivery balloon. The procedure was successfully completed with another 2.50 x 16 mm taxus stent. No patient complications were reported. The patient status is reported as 'satisfactory/good'.